Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens into the pt's right eye. A vitrectomy was performed. The incision was enlarged to remove lens. No other lens was implanted. The wound was sutured. Stated cause of incident was due to pt's anatomy issues. Stated this incident was not lens related.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue on lens surface. Conclusion: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).